Event description:
It was reported by xxx that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure.